Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: we always order the same ones, but with this last batch (lot 2153548) several of my staff have reported having to use excessive force to get the vaccine to go in.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: we always order the same ones, but with this last batch (lot 2153548) several of my staff have reported having to use excessive force to get the vaccine to go in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.